Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced excessive force required to turn the luer connector on a replacement ilet, initially needing pliers, with difficulty observed when the connector was attached to a cartridge and ease observed when the connector was inserted without a cartridge. Symptoms included no reported adverse health effects and no impact to blood glucose control. Outcomes included continued device use without hospitalization or medical intervention. Investigation included user-provided videos and guided troubleshooting to test the connector with and without a cartridge, followed by trials with a new connector and new cartridge. Investigation of this case revealed that the difficulty was associated with the initial cartridge and connector combination rather than the pump, as replacement of both resolved the issue and the connector functioned normally without a cartridge. It was concluded, based on previously established findings for similar reports, that the cause was user interface interaction with the disposable components, likely related to the specific cartridge-connector fit.